Manufacturer narrative:
Date of event: exact date unknown, event occurred based on the explant procedure in 2011. Explant date: explanted in 2011.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. No further information has been obtained despite good faith efforts.